Event description:
According to the available information the hook was damaged while trying to use the sling. The sling was removed and a second device was successfully placed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. No function abnormalities were noted with the sling or the introducers. The information received indicated the hook was damaged on the introducer, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the hook was damaged while trying to use the sling. The sling was removed and a second device was successfully placed.